Event description:
While performing a laparoscopic hysterectomy, dr (B)(6) was using the thunderbeat 5mm 35cm front actuated grip. The alarm continuously went off for " short circuit " and " error". The tip was cleaned off multiple times and all connections check multiple time. Unit was removed from the field and replaced with another thunderbeat. No issues after replacing thunderbeat. FDA safety report ID# (B)(4).